Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the suture of the device twisted and unraveled. Therefore, the suture could not be passed through the anchor. The suture was cut off and discarded. The anchor was already placed into the bone and was not removed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or perform a second surgery. Additional questions have been asked. Update 25-aug-2020: the first anchor remains inside of the patient. Another tunnel was drilled and the second anchor was placed next to the first anchor.